Event description:
Medtronic received information prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was not performed. During deployment, a medtronic guidewire (confida) was used. Before 80% deployment of the valve, the valve dislodged 3 times into the aorta, likely due to too much wire pressure. The valve was subsequently recaptured each time. The system was withdrawn. A new valve was loaded on a new delivery catheter system (dcs). The guidewire was pulled back during the implant of the new valve and the valve was implanted in the patient on the first deployment. It was noted that prior to the first valve dislodgement, the deployment starting point was at the bottom of the pigtail catheter, and the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was -3 millimeter¿s (mm). Per the physician, patient anatomy did not cause or contribute to the dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.